Manufacturer narrative:
The reported problem is a use error. Forces applied to the fastener attempting to fixated into bone (not an indicated use) resulted in material fatigue sufficient to detach the cap from the anchor. As reported, the capsure fixation device fastener failed to fixate, and cap detached from fastener while fixating into bone. Review of manufacturing records shows product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as bone, nerves, vessels, and viscera. Use of the capsure¿ permanent fixation system in the close vicinity of such underlying structures is contraindicated." Addendum: this is an addendum to the initial MDR and is submitted to document the sample evaluation results. Evaluation of the returned sample could not reproduce the reported event. The device was found to fixate as intended and the fasteners remained intact. Per the evaluation of internal components, no missing or damaged components were identified. The fastener length was found to be within specification. It is unclear what may have caused or contributed to the event as reported. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Event description:
As reported, during a coelio inguinal hernia repair with trans-abdominal-peritoneal prosthesis (non-bd) placement, the capsure fixation device's last four fasteners failed to fixate the mesh. It was reported the during deployment of the first three fasteners, between the 2nd and the 3rd, the surgeon triggered the device outside of the body to understand the problem; nothing was visible at that time. It was also reported that the fastener had dislocated with a white ring remaining in contact with the bone and prosthesis, and the metal part relaxed. The parts of the fastener holding the bone were left in contact with the bone. No counter pressure was applied since the area of fixation is pubic spine (bone is self-sufficient). There was no patient injury.

Manufacturer narrative:
The reported problem is a use error. Forces applied to the fastener attempting to fixated into bone (not an indicated use) resulted in material fatigue sufficient to detach the cap from the anchor. As reported, the capsure fixation device fastener failed to fixate, and cap detached from fastener while fixating into bone. Review of manufacturing records shows product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as bone, nerves, vessels, and viscera. Use of the capsure¿ permanent fixation system in the close vicinity of such underlying structures is contraindicated." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during a coelio inguinal hernia repair with trans-abdominal-peritoneal prosthesis (non-bd) placement, the capsure fixation device's last four fasteners failed to fixate the mesh. It was reported the during deployment of the first three fasteners, between the 2nd and the 3rd, the surgeon triggered the device outside of the body to understand the problem; nothing was visible at that time. It was also reported that the fastener had dislocated with a white ring remaining in contact with the bone and prosthesis, and the metal part relaxed. The parts of the fastener holding the bone were left in contact with the bone. No counter pressure was applied since the area of fixation is pubic spine (bone is self-sufficient). There was no patient injury.